Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate therapy due to an apparent fracture in the right ventricular lead. The lead had increased pacing impedance and oversensing was noted. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.